Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter defect the following information was provided by the initial reporter, translated from *** to english: during this week, the gynecology and obstetrics unit reported problems with a new batch, notifying that a rupture occurred taking the venous access.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed an 18g insyte autoguard IV catheter. The catheter tip appeared to be slightly deformed; however, the root cause of the damage could not be determined due to the poor image quality. No other damage or defects could be identified from the photo. As the circumstantial evidence in the photo supports the complainant¿s description of the reported event, the complaint was confirmed. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.